Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The device is a non-boston scientific device. Technical services (ts) discussed following actions and potential causes. The lead remains in use. No adverse patient effects were reported.